Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to close all running background applications, close all other connected bluetooth devices, and reset the g5 application. No additional patient or event information is available.